Manufacturer narrative:
. The reported condition could not be verified through the evaluation and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13g048 was manufactured july 23, 2013 ¿ july 24, 2013. One actual used sample was received for evaluation. Visual inspection on the infusor unit showed no signs of physical abnormality that could have caused the reported issue. A functional flow rate test was performed on the infusor unit and the flow rates were found to be within the specification range. An attempt to reproduce the reported problem was also conducted. Based on the sample evaluation findings, the product met all product specifications. A review of all batch record documents was performed for lot 13g048. Upon performing the batch review on lot 13g048, there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced an overinfusion of medication with the use of a half day infusor. The patient was using an infusor with a patient control module for post-operative pain relief following a hip replacement procedure. Spinal anesthesia was used during the procedure. The patient was given long-acting oxycodone (targiniq, 10/5 mg) at 12:45pm, two hours after being moved to recovery. At 1:45pm, they were given paracetamol (perfalgan, 1g, intravenously). The infusor was filled with oxanest (10mg/ml, 100mg), dhbp (2.5mg/ml, 5mg), and nacl 0.9% (38ml). The infusor with patient control module was connected at 1:45pm. The patient was reported to have been using his pain pump and also received an additional dose of pain medication (oxynorm, 3mg 1v) at 6:09pm. At 8:00pm the patient was found to have symptoms of opioid overdose manifested as color gray pale, breathing slowly, and the pupils were points. The pulse oximeter was 77 %, blood pressure of 154/69 and pulse 87. The patient was treated with naloxone (3 amp, intravenously) and transferred to a higher level of care. The on-call anesthesiologist stated that approximately 30-35ml of the solution, corresponding to 60-70mg of oxycodone, was delivered between 2:00-8:00pm. It was reported the patient recovered from the event by the next morning. Additional information was requested but is not available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). This lot was manufactured august 22, 2013 - august 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).